Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose was not impacted. The customer continued to use the pump for basal delivery and confirmed an alternate method of insulin delivery was available.